Event description:
Same event as MFR #'s: 3005188751-2012-00269, 00270, 00271, 2030404-2012-00265, 00266. It was reported during an atrial fibrillation ablation procedure a pericardial effusion occurred. The physician performed an ablation using two sjm fast-cath introducers, a sjm brk needle for transseptal puncture, a sjm cool path ablation catheter, a sjm inquiry steerable ep catheter and a sjm inquiry optima steerable ep catheter. At the completion of the procedure, the physician removed all catheters from the pt to verify the silhouette of the heart for heart function by movement under fluoroscopy. The physician noticed the heart did not move with normal movement and the pt's blood pressure decreased. An echocardiogram was done and confirmed a pericardial effusion. A pericardiocentesis was performed to resolve the effusion. No further intervention was required. The pt condition was listed as stable. Add'l info was requested but not available.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR could not be done as the lot number was not provided. Based on the info provided to st. Jude medical, the cause for the reported event remains unk. However, the most likely root cause classification consistent the reported event is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.